Event description:
It was reported by service report that the footboard clam shell and its connector were broken and the footboard was inoperable. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: footboard.